Manufacturer narrative:
(B)(4). Concomitant medical products: van ps clsd intlk fem-rt 60, pn 183204 ln unknown, vngd ps tib brg 12x63/67mm, pn 183622 ln unknown, biomet cc I-beam tray 63mm, pn 141221 ln unknown, kne-vanguard-patellas-unk, pn unknown ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-07785, 0001825034-2018-07786, 0001825034-2018-07787, 0001825034-2018-07789. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient was noted to have right knee pes bursa injection (given or recommended) approximately four years post-implantation. Patient was noted to have radiolucencies on the right femoral lateral view: zone I and zone ii. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.